Event description:
It was reported that restenosis occurred. On (B)(6) 2021 the first procedure of the right popliteal artery and right superficial femoral artery was completed with a ranger drug coated balloon (dcb) balloon catheter. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, restenosis was confirmed from the right superficial femoral artery to the right popliteal artery. The patient was hospitalized on (B)(6) and endovascular treatment of the restenosis was performed on (B)(6) 2021. The right superficial femoral artery was treated with a ranger dcb, and a non-boston scientific stent was placed. The patient was discharged on (B)(6) 2021.

Event description:
It was reported that restenosis occurred. On (B)(6) 2021 the first procedure of the right popliteal artery and right superficial femoral artery was completed with a ranger drug coated balloon (dcb) catheter. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, restenosis was confirmed from the right superficial femoral artery to the right popliteal artery. The patient was hospitalized on (B)(6) and endovascular treatment of the restenosis was performed on (B)(6), 2021. The right superficial femoral artery was treated with a ranger dcb, and a non-boston scientific stent was placed. The patient was discharged on (B)(6) 2021. It was further reported that the target lesion was more than 50% stenosed and mildly calcified. Percutaneous revascularization was performed on (B)(6) 2021, and the patient recovered and was discharged. In the physician's opinion, the restenosis was not related to the ranger dcb. The patient had no history of heart, cerebrovascular and renal, and no history of surgery on lower limb arteries.